Event description:
Event description guidant received information that the patient with this pacemaker and lead was symptomatic due to ventricular oversensing. Noise could be produced on the ventricular lead when the patient was doing arm movements and during pocket manipulation. The ventricular thresholds were high and the sensing was poor.